Event description:
Asr revision; asr xl - right; reason(s) for revision: pain, metallosis, noise and infection.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The reason for revision was stated as infection. The investigation found that no product was returned. The primary surgery date was (B)(6) 2009 and the revision surgery date (B)(6) 2013. The implants were implanted for 4 years and 9 months. Due to the length of implantation time it is not considered that the implants were responsible for the infection. A review of the DHR (device history record) for product numbers 999800108, 940050015 and 999804550 lot numbers 2654268, 1519770 and 2178038 found no anomalies. Product number 999890145 lot number 2198964 found two manufacturing deviations, number 1735 at operation number 15 turn complete, raised regarding continued use of slightly worn air gauging spacer and number (B)(4) at operation number (B)(4) pack for shipping, raised regarding transfer to a new shrink-wrap machine. This was confirmed that the deviations should have had no effect on the reported incident. The irradiation certificates show the dose to be within allowable limits and no other anomalies were found. The complaint shall be closed as undetermined; no product problem identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.